Event description:
A pt reported seeing a streak of light extending from bright objects following intraocular lens (iol) implant surgery. The opthalmic surgeon stated that he does not think the lens contributed to the reported event, but he is unsure of the cause. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by mail and fax on 07/28/2008 and by phone on 07/25/2008, 08/04/2008 and 08/07/2008. A completed questionnaire has not been received.